Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
The right atrial (ra) lead was not successfully implanted due to a physical damage observed in the lead body. No adverse patient effects were reported.

Manufacturer narrative:
The lead was returned for analysis. Visual inspection noted that the helix was in a retracted position. Blood/body fluid noted in the helix housing and in the neck region. The reported field observation of lead damage could not be confirmed by analysis. The lead passed all testing.

Event description:
Additional information received, and a supplemental report is being filed.